Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during induction testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) sensed the vf appropriately and a shock was delivered, successfully converting the arrhythmia. However, post-shock pacing appeared to be inhibited due to oversensing. Technical services (ts) reviewed the device data. Small deflections were observed. These were sensed by the device, but it was impossible to determine if the signals were artifact or cardiac activity. It was noted the patient's heart rate even 10 minutes after the induction was slow, at about 40-50 bpm. After the first sensed event the device then ended up pacing at 50 bpm and switched sensing to the alternate vector. There was some cardiac activity observed while switched to the alternate sensing vector that matched the morphology of the alternate captured s-ECG. Ts discussed manipulating the device and massaging around the electrode locations to see if any artifact could be recreated. If the artifact could not be recreated with manipulation, it was believed the signals that were sensed and caused the post-shock pacing to be inhibited were cardiac. No adverse patient effects were reported.